Event description:
It was reported that the bilateral devices were not implanted as intended during the original surgery and need to be revised.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.